Manufacturer narrative:
The patient/customer information was not provided. The customer's age, sex and weight are unknown. The model # was not provided.

Event description:
The (B)(6) customer alleged obtaining high blood glucose reading on the contour ts meter. No specific readings were provided. The customer increased the insulin dosage based on the high reading. The customer had a hypoglycemic event and went to the hospital, where the customer was treated with glucose serum. No further event details were provided. The customer was advised to return the test strips for evaluation. Replacement product was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.